Manufacturer narrative:
The company service representative examined the system and cleaned, lubricated the fluidics module, and replaced 2 solenoid spacers. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log did not reveal any system message or unusual event captured on the date of the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported a pt experienced a collapse of the anterior chamber during a procedure. The system was exchanged to complete the procedure. There was no pt harm.